Event description:
Caller alleged discrepant results compared with another lot. Results as follows: date: (B)(6) 2012, inratio: 2.8, lot: 284364. Date: (B)(6) 2012, inratio: 5.0, lot: 291547. Time between testing was less than 30 minutes. Patient's therapeutic range is 2.5 - 3.5. It was reported the patient noticed bruising. The patient had a lab comparison performed the next day. Results as follows. Date: (B)(6) 2012, inratio: 5.0, lab: 4.8, lot number not provided. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.